Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the joystick has hesitation causing the wheelchair to jerk as it accelerates and then slows down the speed.